Manufacturer narrative:
(B)(4). Unnecessary medications administered further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The returned patient samples were tested via the analytical specificity testing plan with the likely cause lot. Manual dilutions were prepared. The dilutions produced inconsistent results with one of the three dilutions outside the evaluation criteria indicating the presence of an interferent. Due to sample volume limitations the heterophilic blocking tube (hbt) test was not able to be performed. Additionally, an internal panel was also tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
The customer observed a false positive troponin result on the architect i1000sr analyzer. The following data was provided sid l277152003: initial 1.81, repeat 1.76 ng/ml (positive). The patient received the following unnecessary medications: heparin sodium/sodium chloride, morphine sulfate, zofran, aspirin, and IV contrast. The patient was rechecked at another hospital and found to have negative troponin values: less than 0.3 ng/ml (roche) and 0.01 ng/ml (I-stat) and was ultimately discharged.

Manufacturer narrative:
Two additional samples were provided by the customer and tested for heterophilic blocking tube (hbt). The results of each sample were similar to the neat sample which indicates the interference was not due to heterophilic antibodies.

Manufacturer narrative:
The conclusion code was corrected . The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.